Event description:
The customer contacted physio-control to report that their device would power off right after it was powered on. The customer observed this during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer later advised that due to the age of the device that they have permanently removed it from service. They will be discarding of the device locally and purchasing a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.